Event description:
It was reported the patient was intubated on november 18, 2021, and remained in the body for nearly a year. The treatment ended and the tube was extubated on november 14, 2022. During the extubation process, water leakage was found, and the catheter was suspected to be ruptured clinically. Extubation was performed cautiously, and the catheter was pulled out of the body to confirm that the catheter was ruptured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just proximal to the 23 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11

Event description:
It was reported the patient was intubated on (B)(6) 2021, and remained in the body for nearly a year. The treatment ended and the tube was extubated on (B)(6) 2022. During the extubation process, water leakage was found, and the catheter was suspected to be ruptured clinically. Extubation was performed cautiously, and the catheter was pulled out of the body to confirm that the catheter was ruptured.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1710 showed no other similar product complaint(s) from this lot number. Device not returned.